Event description:
A screw came out of the offset reamer handle. Case type / application: tha 4.1.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako reamer handle was reported. The event was confirmed via inspection. Method & results product evaluation and results: functional inspection confirms the offset reamer handle is missing a screw. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A screw came out of the offset reamer handle. Case type / application: tha 4.1.